Event description:
Display backlight failure (device issue). Case description: on (B)(6) 2015 during a routine review of service order findings from a regional service ctr (rsc) in the (B)(4), an ikaria quality mgr identified a display backlight failure with inomax dsir # (B)(4). Although the customer did not report a device issue with this device, a display backlight failure in a similar device was associated with a serious adverse event in the past and is considered a reportable failure/event. Case comment 22 april 2015: this is a non-serious MFR internally registered case, originating from a preventive maintenance service of the inomax dsir delivery device at a regional service ctr (rsc). No delivery failure was not associated with any adverse event in this case. The device issue is deemed reportable because of a previous, similar event (display backlight failure) was associated with serious adverse pt consequence (index case MDR # 3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir # (B)(4) the device investigation was completed on 10 april 2015. Dsir # (B)(4) was returned to the MFR for routine preventive maintenance. Regional service ctr (rsc) experienced a delivery failure alarm for backlight current below minimum. Minimum: 800 counts, actual value: 798 counts. The rsc replaced the touchscreen/display. A full functional test was performed and the device operated according to specification so it was returned to the device service pool. The root cause for this report is display backlight failure. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a pt; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which result in a serious adverse event (MDR 3004531588-2013-00023).